Manufacturer narrative:
It was later reported that no further troubleshooting had been performed and no reprogramming was done. The physician had decided after the recent inappropriate shock that the s-ICD system would be explanted. The explant procedure was performed (B)(6) and the patient was scheduled to receive a cardiac resynchronization therapy defibrillator (crt-d) three days later. No additional adverse patient effects were reported outside of the procedures to change the device. The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that in (B)(6)2016 the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. Technical services reviewed the episode and noted the signal amplitude had decreased and the morphology had changed. The rhythm appeared to be atrial fibrillation (af) with rapid ventricular response and aberrant conduction at a rate of approximately 170 bpm. An exercise test was performed, but the heart rate could only be elevated to about 150 bpm and the morphology change could not be reproduced. No programming changes were made at that time and the device remained programmed to the primary vector. Boston scientific received new information about this patient and device. The patient received another inappropriate shock in (B)(6) 2017. Technical services reviewed the new treated and untreated episodes. The rhythm was consistent with the previous inappropriate shock, with the heart rate at approximately 170 bpm again. It was suggested to perform another exercise test and try to get the patient's heart rate up to 170, as they were only able to reach 150 last time. It was also suggested to evaluate the other sense vectors, to see if alternate or secondary would provide better sensing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.